Event description:
It was reported that during blood collection while using three bd vacutainer® ultratouch¿, push button blood collection set, the needle appeared to reduce blood flow and release of the tourniquet was required during troubleshooting. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows d.2.a medical device type: jka. D.2.b common device name: tubes, vials, systems, serum separators, blood collection. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.